Event description:
Surgeon tried to use the dermatome for a partial thickness skin graft and the instrument failed, leaving a small wound with jagged edges. Physician had to excise skin from another location to complete the graft to the thumb.